Event description:
It was reported that while the device was in central sterile processing the device produced metal shavings. There was no patient involvement and no adverse consequences reported.

Manufacturer narrative:
The device was received by the manufacturer for evaluation and the complaint was confirmed. The metal shavings were found to be most likely caused by worn rod digging into the bushings.